Event description:
It was reported that twice during a case ac power was lost and the anesthesia machine shut down and did not switch to battery power. There was no patient injury reported.

Manufacturer narrative:
The reported event is currently under investigation. Investigation results will be reported in a follow up report.